Event description:
The user facility reported to terumo cardiovascular systems corp that during cardiopulmonary bypass the shunt sensor leaked blood. Blood loss < 1cc. Product was changed out. Surgery was successfully completed.

Manufacturer narrative:
Upon evaluation of the device the complaint was confirmed. The unit and five retention samples were investigated. Microscopic inspection found a slight difference in the area from which the leak originated. The weld in the area of the leak is cloudy, and a leak was observed, at a low pressure, from the large bore at a corner of the weld. The retention samples did not leak. A review of the device history revealed no anomalies. This unit was sufficiently cured and sealed to pass through a 100% leak test. The root cause, a weak ultrasonic weld, was identified to be shipping and handling. (B)(4). All available info has been placed on file in quality mgmt for appropriate tracking, trending and follow up.